Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5 failed to open, required maintenance. Additionally, customer open the back, and found bunch of broken pieces - red, black and some screw. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was not opening. A field service engineer found the hard stop loose, replaced screws, and reattached it. Replaced the damaged inseparable and remounted the spring. The system functioned as intended after the field service engineer repaired the device.